Event description:
A report was received that the patient had an infection at pocket and lead sites and the wound was not closing. Symptom of infection included drainage at both incision sites. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 14073770, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.